Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw head broke during implantation.

Manufacturer narrative:
The complaint description states that the screw broke during implantation. The head of the screw was removed. The device associated to the complaint was returned for analysis and shows a break of bold body. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The 2 xrays received and reviewed. The pre-op image does not show any implants and does not reveal an anomaly that may have contributed to a screw breakage. The post-op image shows the shoulder with an implanted reverse shoulder construct. The angle of the x-ray to the shoulder does not allow for a full view of the screws. They are largely occluded by the glenosphere and the report of a fractured screw cannot be confirmed. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.